Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the final-report.

Event description:
It was reported that a patient was being ventilated by the device with mask CPAP+niv. After disconnecting the charger the device alarms for charge battery. When reconnecting the charger the device alarms for battery not charging. The patient was then moved to the ambulance while the ventilator was running on battery. After reconnecting the device to power it goes to ¿device failure mode" and stops ventilation. It was reported that no injury occurred.

Manufacturer narrative:
The device log as well as pictures were sent to the manufacturer. Log analysis shows that the potentiometer to adjust the oxygen concentration had failed on (B)(6) 2017. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The reported ¿battery not charging¿ issue is caused by oxidation of the battery contacts of the charger pcb. The device reacted as specified to this issue by posting an audible and visual alarm. In (B)(6) 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started. The customer has received this safety notice and the information that the affected devices will be updated to the current software version.